Event description:
It was reported that during a CABG procedure, the clip did not securely and completely place around the vessel being ligated. After the procedure, clip dropped from vessel and caused patient bleeding. Surgeon made emergency rescue. Now the patient is still in ccu and needs further observation. The doctor does not wish to provide any additional information at this time.

Manufacturer narrative:
Date sent: 11/30/2007. Information anticipated, but unavailable at this time.